Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, the pacemaker's set screw could not be loosened. The pacemaker was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of inability to untighten the setscrews to remove the leads was confirmed. Analysis revealed that calcified blood was filling both the ventricle and atrial setscrew insets. The calcified blood prevented the wrench from engaging the setscrew insets to untighten the setscrews. When the calcified blood was removed from the insets a wrench could be fully inserted and engaged the setscrew insets and untightened the setscrews. The leads could then be removed. The blood came through holes punched through the septum by the torque wrench at time of implant.

Event description:
New information received indicates that the header set screw was possibly stripped.